Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. It was reported that during post-operative follow-up the patient had a confirmed type ii endoleak with enlarging aneurysm by 2 mm, but the patient prognosis was stable. The patient elected to be monitored by their physician. Recently, it was reported that the patient had an emergent operation due to a ruptured aneurysm. The physician elected to convert the patient to an open repair; there was an unknown endoleak noted. The patient had an open surgery and passed away because their blood pressure didn¿t return.